Manufacturer narrative:
It was reported that the foot angle was inaccurate due to angle sensor needing calibration. Supplemental submitted as the investigation concluded that the fowler angle was inaccurate on the display screen due to the fowler needing to be recalibrated.

Event description:
It was reported via repair work order that the foot angle was inaccurate due to angle sensor needing calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler angle was inaccurate on the display screen due to the fowler needing to be recalibrated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.